Event description:
It was reported that the clinic was concerned over possible premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that while the physician was reviewing data for concern over premature battery depletion, they inquired to see how many shocks the patient has experienced in the lifetime of the device. Boston scientific technical services (ts) reviewed the stored information and found t-wave oversensing from one year earlier. They also found stored episodes of noise from two years before the inappropriate shock. Boston scientific technical services (ts) noted appeared to be related to potential postural movements or myopotential oversensing. Ts suggested further troubleshooting and suggested an x-ray. At this time evidence suggest the electrode remains in service. Subsequent information received indicates that this product was explanted and replaced without incident. The explanted device is expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the clinic was concerned over possible premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that while the physician was reviewing data for concern over premature battery depletion, they inquired to see how many shocks the patient has experienced in the lifetime of the device. Boston scientific technical services (ts) reviewed the stored information and found t-wave oversensing from one year earlier. They also found stored episodes of noise from two years before the inappropriate shock. Boston scientific technical services (ts) noted appeared to be related to potential postural movements or myopotential oversensing. Ts suggested further troubleshooting and suggested an x-ray. At this time evidence suggest the electrode remains in service. Subsequent information received indicates that this product was explanted and replaced without incident. The explanted device is expected to be returned for evaluation.

Event description:
It was reported that the clinic was concerned over possible premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. At this time the s-ICD remains in service and no adverse patient effects were reported.